Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2017 with the following findings: a review of the black box showed one unexplained power on reset event. The battery compartment was cracked at the threads on the side, and above the grip pad. The returned battery cap was undamaged and was able to fit to the pump. Moisture corrosion was found in the battery canister. A leak test failed due to a leak in the battery compartment. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots occurred. The battery cap was fastened and then unscrewed a half turn causing the pump to reboot. The pump cover was removed to find no further moisture ingress or any intermittent conditions to the power printed circuit board. The power complaint was duplicated due to moisture. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power and the battery cap could not be tightened to the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.